Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported, via company representative. The "two plastic containers were stuck together and he was not able to remove the implant without contaminating it". Device was not implanted. And surgery was performed with a backup device.

Event description:
Healthcare professional reported via company representative the "two plastic containers were stuck together and he was not able to remove the implant without contaminating it". Device was not implanted and surgery was performed with a backup device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: observed delamination of the lid. As per the investigation procedure intact an functional was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via company representative the "two plastic containers were stuck together and he was not able to remove the implant without contaminating it". Device was not implanted and surgery was performed with a backup device.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.